Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information unk - mono/polyaxial screw collars/sleeves/heads: synapse as concomitant device. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.614.134, lot 7650518: part manufacture date: april 02, 2014. Manufacturing location: brandywine. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the 4.0mm synapse polyaxial screw assembly was processed through the normal manufacturing, inspection, and packaging operations. The product lot met all manufacturing, inspection, and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. A product investigation was completed: the thread of the received synapse screw is broken off about 15mm below the screw head, the fragment was also returned for evaluation. The head is in a used condition with different wear marks all over. At different places are white residues, most likely bone cement, present. The relevant dimensions were measured and found to be conforming. The relevant drawing and documents were also reviewed. The complaint is confirmed as the synapse screw is broken as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the very limited provided information it is not possible to determine the exact cause of the screw breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a review of the device history records has been requested and is currently pending completion. D4, part number, lot number & UDI provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown mono/polyaxial screws: synapse/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a synapse screw broke post-op. The screw was implanted on (B)(6) 2017. The screw was explanted on an unknown date. Patient outcome is unknown. Concomitant devices reported: synapse screws (part number unknown, lot unknown, quantity unknown), synapse rods (part number unknown, lot unknown, quantity unknown), hooks (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown mono/polyaxial screws: synapse. This is report 1 of 1 for (B)(4).